Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the front housing under by latch lock was chipped. The rear housing, front housing and rear top/bottom label were not device manufacturer parts. "No disposable" and "key stuck" messages were found in the device event history logs. Functional testing was unable to duplicate the complaint and the device passed functional and accuracy delivery testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken as the complaint was not confirmed.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump delivered blinatumomab and is known to cause neurotoxicity. The facility does not believe this is pump related at this time. Per facility about an hour after the infusion began the patient began having back, arm and eye pain along with blurry vision.